Event description:
Per home health rn, started infusion but pump shows error storing date - system time out - unable to reset error code. Rn will finish infusion via gravity today and will send replacement pump with next refill order to patient. Pt's next infusion is due 4 weeks after today. (Pump serial # (B)(6) - due for maintenance 02 13 2026). No missed doses. No adverse events. Non-familial hypogammaglobulinemia.